Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: a partial UDI was provided as the lot number is not known. H6: medical device problem code 2017: failure to follow steps / instructions. The additional device referenced in b5 is filed under a separate medwatch report.

Event description:
It was reported that this was an arteriotomy closure of a left common femoral artery using the pre-close technique via a small-bore sheath prior to an interventional pulsed field ablation (pfa) procedure. Reportedly, when removing the first prostyle device the formed knot/suture came out with the device. A second prostyle device was then used and during knot advancement a suture break occurred. The pre-close technique was abandoned. Hemostasis was ultimately achieved with manual compression. There were no reported adverse patient effects and no reported clinically significant delay in the procedure or therapy.

Manufacturer narrative:
Visual and functional analysis was performed on the return device. The reported suture malposition was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The device was used after expiration. It should be noted that the electronic perclose prostyle instructions for use (IFU) indicates the use by symbol, which is the next to the expiration date. There have been no reports received of any adverse patient effects or device malfunctions in regard to use of abbott vascular devices past their labeled expiration date, there is no controlled data regarding any potential patient effects. Additionally, femoral imaging was not performed. It should be noted that the electronic perclose prostyle IFU states: perform a femoral angiogram to verify the location of the puncture site. In this case, it is unknown if the reported IFU deviations contributed to the reported difficulties. Based on the reported information and the observations from the returned device, the investigation determined that the reported issues appear to be related to circumstances of the procedure. It is likely that interaction with the patient anatomy or friable femoral vessel contributed to the reported difficulty. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: lot number updated. H6: medical device problem code 2017: use after expiration.

Event description:
Subsequent to the initially filed report, it was noted that the device was used after expiration. No additional information was provided.